Event description:
It was reported that the patient didn¿t feel stimulation ¿as much as she used to¿ since ¿a couple of days¿ prior to the report. The patient¿s pain ¿had not been bothering her as much¿ so she hadn¿t been thinking about using the implantable neurostimulator (ins) or charging much. The patient used to charge daily, or every other day. Recently, however, the patient was charging every couple of weeks. The patient reportedly got jolted when she lay down. The reporter indicated that it wasn¿t painful and it didn¿t bother the patient. The patient ¿knew that positional changes caused the reported event¿. It was reportedly ¿normal¿.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).